Event description:
Incorrect sodium test result reported. Test repeated on back-up instrument. Corrected report issued. Instrument taken out of service, repaired by manufcturer and returned to service w/o further incident being noted. Patient correlation study completed prior to instrument being placed back in service. All calibration/quality control data within manufacturer suggested limits.